Event description:
The customer stated he was treated by the paramedics due to his blood glucose dropping to 30 mg/dl. The customer stated he went into a coma and his wife was unable to wake him. However, the customer responded to the paramedics once treatment was administered. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.